Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: part: 436.505 lot: 220p150 manufacturing site: raron release to warehouse date: 25. Jun. 2021 a manufacturing record evaluation was performed for the finished device 436.505 - lot: 220p150 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an orthopedic surgery. During the surgery while placed the olecranon plate on the patient arm, the distal part of the plate was bent, and most distal hole was detached. The surgery was completed without any harm of the patient. This complaint involves one (1) device. This report is for (1) 3.5mm ti lcp olecranon plate 4 holes/left/112mm this is report 1 of 1 for complaint (B)(4)